Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Residue found on implants prior to surgery - testing confirms particulate to be from foam insert. Foam insert manufacturer has identified and implemented process improvements to mitigate the foam particulate.